Manufacturer narrative:
Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap decentration, incomplete flap creation, flap tearing or incomplete lift-off, and free cap. As the system parameters are user defined, possible incomplete sidecut may occur when the incorrect settings are used; additionally, ocular movement during treatment, ocular anatomy, and loss of suction can also contribute to, or be the cause of, an incomplete side cut. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The physician reported a flap case where all went well in femtosecond portion of the procedure, but when the physician went to flap lift on the left eye, there was a small area of solid attachment in the stromal para-centrally appearing as an area of no treatment. It did not appear to have a raster pattern skip on treatment during flap bed creation. The physician attempted to dissect with the spatula but was unsuccessful. Then he used crescent blade for dissection and freed the flap. Physician stated the patient had no history of corneal scar, infections, or anything that would suggest any problems with flap creation or flap lift. Excimer part of treatment went smooth. On one day post treatment a central epithelial defect was observed. Patient is continuing to be monitored.